Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, insulin delivery had been suspended for unknown causes. Insulin delivery was resumed and a correction bolus was delivered via the pump to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.